Event description:
It was reported by the affiliate that during a osphagoplasty procedure, clips would not advance. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/09/2008. Damaged antibackup. The analysis results found that during functional testing the clips could not be fed into the jaws. Upon disassembly of the instrument the antiback up lever was of to be loose out of position inside the handles. No conclusion could be reached based on the analysis results as to what may have caused the found condition. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.